Event description:
The hospital reported that during a coronary artery bypass procedure, it was observed that the ultima stabilizer was mislabeled, as an incorrect stabilizer was in the package. A second device was opened; however, the same observation was made. The second device was used to complete the procedure despite the surgeon's dissatisfaction. The hospital did not report any pt effects. It was reported that the blades packaged with the device were of a different color and were not labeled "maquet"; the footplate of the device was also not branded. The box labeling indicated that the device was the om-2003s; however, the labeling on the box was not congruent with the packaged device. After the procedure, the hospital inspected the remaining devices of the same batch number and discovered five additional packages with mislabeled product. Refer to MFR reports # 2242352-2013-01101, -01102, -01104, -01105, -01106, and -01107 for the related reports.

Manufacturer narrative:
The device was returned to the factory. A visual inspection determined that the outer package was labeled as standard blades (om-2003s); however, the inner package was labeled as, and contained, deep blades (om-2003d). The reported complaint was confirmed. CAPA (B)(4) was initiated on 05/09/2012. Corrective and preventive actions were implemented which included operator awareness training and a new line clearance form related to reconciliation of all device components, including labels. The corrective actions implemented were deemed effective during the CAPA effectiveness verification completed on (B)(4) 2012. (B)(4).